Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3210, serial# (B)(4), implanted:(B)(6) 1995, product type: transmitter.

Event description:
A consumer implanted for arachnoiditis reported via the manufacturer's representative (rep) they lost stimulation five to six months ago and experienced a loss of therapy. The rep. Met with the consumer on (B)(6) 2016 and attempted to connect to the implantable neurostimulator (ins) using the clinician programmer, but were unable to due to the type of system the consumer had, so the consumer's system was unable to start working again. The cause of the loss of stimulation was undetermined but the device/system was going to be sent back when explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3210, (B)(4), implanted: (B)(6)1995, product type: transmitter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient¿s therapy hadn¿t worked for several years per the healthcare provider (hcp). It was reported that the caller was a home health nurse trying to find out how to help the patient get their system looked at and possibly working again. The patient was basically home bound and it was hard to get out to see the hcp. Currently the patient was in the hospital. It was asked but was unknown if there were any activities or events that prompted this issue. No troubleshooting was done prior to call or on the call due to a lack of access to the product. It was reviewed how the transmitter could be checked to see if it was still working. Once it was determined that the transmitter was working the patient would need to be present to see if any stimulation could be felt from the lead. It was reviewed what it would entail if replacement was needed of their current system. It was asked but was unknown when the event occurred, but indicated that therapy hadn¿t worked for several years. The hcp stated that they had no further information currently. Additional information was received from the manufacturer representative (rep) on 2018-03-15, who was contacted by the hcp reporting that the patient claimed their spinal cord stimulator system wasn¿t working. The hcp wanted the rep to come look at the patient¿s system. The rep called to determine what type of system the patient had implanted and how to do troubleshooting with the system. A device manual was sent to the rep. No symptoms were reported. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported a rep met with the patient on (B)(6) 2018 to check the device. It was reported that the patient's system that was implanted in 1995 was a radiofrequency device. The patient had reported it had stopped working in 2007; the patient had a loss of stimulation. The patient's back pain was bothering the patient so they were trying to see if they could use it again. It was determined the antenna and controller for the system were functioning fine but the receiver would need to be replaced. Surgery is not planned or scheduled yet because the patient first needs to complete some medical exams to determine if they qualify for surgery since the patient is older and not in great health. When additional information becomes available on this patient, the rep said they will provide an update. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient lost stimulation in 2007. The rep was checking the patients system and reported that the receiver is working (new battery and am radio test is good), but patient does not feel stimulation. No further complications were reported or anticipated.